Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was not infusing.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement (updated h6). Device evaluation (completed 01-apr-2022): one device was returned for analysis in used condition. Visual inspection showed the device was in fair condition with cracked housing. Functional testing included accuracy testing and found that the device was within both the control limit and manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.